Event description:
It was reported that a patient presented in clinic with stored episodes of non sustained lead noise. It was observed that sensing latency due to pvcs resulted in incorrect non-sustained lead noise. The patient was asymptomatic. No additional alerts or notifications regarding this patient were received. All device functions appear to be fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.